Manufacturer narrative:
H2: additional information added to b5. D4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the orange instrument tracker was tested and found to be a bit jumpy/ off. The saved plan was off to the next instrument. It was used multiple times with multiple instruments. The surgical drill and instrument tracker with both awl tip taps and clydesdale trials were being used during the procedure. Everything with registration was smooth, as well as accuracy checks. However, once placing screws and the trial, the instruments were off compared to the saved plan trajectories. Awl tip taps consistently appeared lower on the trajectory half screens, and with the clydesdale trail it appeared higher. A re-spin did not resolve the issue. The screw placement was towards the reference frame. There were no spine/vertebrae fractures noted. The manufacturer representative (rep) was able to replicate the reported issue with the instrument tracker, but not other instruments.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 734683, serial/lot #:(B)(6). (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the orange tracker was "inaccurate". It is unknown if there was an impact on patient outcome or surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, sw version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.